Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. During routine troubleshooting they found a damaged wash solution roller pump tubing and stated the instrument was not using wash solution. The fse replaced the wash solution roller pump tubing and performed a w2 clean procedure. No further issues were reported and the erroneous result was isolated to a specific sample. Per au680 chemistry analyzer instructions for use (IFU), b04779 revision ab, effective september 2016: chapter 6: quarterly maintenance: replace the wash solution roller pump tubing: ¿the roller pump tubing deteriorates gradually caused by abrasion and vibration by the roller pump. If the roller pump tubing is used for an extended period, it does not function correctly. Replace the roller pump tubing with a new one every three months.¿ although replacing the wash solution roller pump tubing is part of customer¿s prescribed quarterly maintenance, the customer¿s maintenance schedule is unknown; therefore, there is insufficient evidence to determine if the damaged wash solution roller pump tubing was due to a lack of maintenance. In conclusion, the cause for the questioned result was determined to be damaged wash solution roller pump tubing. The beckman coulter internal identifier for this event is case-(B)(4).

Event description:
A customer in turkey reported their au680 clinical chemistry analyzer generated one (1) false low total bilirubin patient result for a neonate. The erroneous result was reported out of the laboratory. There was no report of change in patient treatment.